Event description:
It was reported that during the implant difficulty was encountered when position this right ventricular (rv) lead with poor sensing parameters. Additional positions were attempted but the lead dislodged after the top of the helix was extended. The procedure was carried out for three hours. A new lead was thus used with no issues. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant difficulty was encountered when position this right ventricular (rv) lead with poor sensing parameters. Additional positions were attempted but the lead dislodged after the top of the helix was extended. The procedure was carried out for three hours. A new lead was thus used with no issues. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.